Event description:
Customer reported that a patient presented with an inflammatory reaction at an unspecified time following ophthalmic surgery. Add'l info was requested; no further info was provided.

Manufacturer narrative:
Date sent to the FDA: 09/19/2008. Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.